Manufacturer narrative:
Based on the claim against the product by the customer noting loose cable, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have conductor wire insulation damage. The conductor wire was found to have insulation damage inside of the grip routing. Visual inspection found the wire to be exposed. The instrument passed the electrical continuity test on all three attempts. There were no signs of thermal damage. Root cause of this failure is attributed to a component failure. Additionally, the instrument was found to have a severely bent grip, causing side-to-side misalignment of the grips. There was a 0.196¿ offset at the tips. Severely bent grips with an offset 0.05¿ are attributed to damage during either use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tip. The complaint regarding loose cable was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The root cause of damaged conductor wire insulation and/or thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps had a loose cable. There was no report of patient involvement and no reported injury.